Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing threshold. Additional information indicated that the cause of high threshold was unknown. It was found in chest x-ray that the lead was in the same position and there appeared to be no perforation noted. A possible micro dislodgement of the lead was also speculated. The rv lead was explanted and a new lead was placed. No additional adverse patient effects were reported.